Event description:
It was reported that a shocking or jolting sensation occurred following an environmental exposure. Reportedly, the pt had stimulation on and was overstimulated after he passed through a security gate. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).